Manufacturer narrative:
(B)(4) according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator small oval snare was used in the colon during a polypectomy procedure performed on (B)(6), 2015. According to the complainant, after the procedure, the nurse pulled the snare out from the working channel and she noticed that the sheath was detached from the handle. The catheter was separated about 10cm from the handle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.